Manufacturer narrative:
The pump was successfully exchanged and the pt remains ongoing on lvad support without any further issue reported. The attached user facility report # (B)(6) was received from the (B)(4). The explanted pump was returned to the manufacturer for evaluation and is currently being analyzed. No further information is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with red heart alarms and the pump was starting and stopping. A user facility report received from the (B)(4) stated that the pt was experiencing "low flow alarms, passed out came to ICU the pump stopped turned off." The pt was subsequently taken to the operating room and a pump exchange was performed.